Manufacturer narrative:
The referenced previous/onset of the gi bleeding was reported under medwatch MFR report# 2916596-2015-02428. (B)(4). Approximate age of device - 3 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. On (B)(6) 2016, the patient was hospitalized due to unspecified complications of gastrointestinal bleeding (gi). No further information regarding the admission was provided. The patient had previously been admitted on (B)(6) 2015 for shortness of breath, weakness and dizziness due to gi bleeding. The patient received a total of 8 units of packed red blood cells throughout the course of the admission. On (B)(6) 2015, an esophagogastroduodenoscopy (egd) was performed and a single bleeding angiodysplastic lesion was found in the duodenum. The egd was repeated on (B)(6) 2015 for the hard to treat lesion. The form of treatment was not provided. On (B)(6) 2015 the patient's lab values were stable, the gi bleeding was considered resolved, and the patient was discharged. On (B)(6) 2015, the patient was again hospitalized for repeated gi bleeding and received a blood transfusion. No information was provided regarding the time frame between discharge and the (B)(6) 2016 admission for the unspecified complications of the ongoing gi bleeding.

Manufacturer narrative:
A specific cause for the reported gastrointestinal bleeding and driveline infection, and a correlation between the device could not be conclusively determined. The patient remains ongoing on pump support with no further gastrointestinal bleeding or infection related issues. The instructions for use lists bleeding and driveline infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient presented to the emergency department with complaints of dizziness, nausea, vomiting, pallor, and dark stools for several days. The patient reported new onset of diarrhea three days prior (8 large bowel movements with black starry stools) along with associated orthotasts described as dizziness and vertigo upon standing. Tests for hemoglobin and hemocrit came back 5.0 g/dl and 16.9 respectively. The patient was admitted for suspected gastrointestinal bleed (gi bleed) and was received multiple blood transfusions. Patient's anticoagulation regimen at the time of the event included 25 mg warfarin daily, 81 mg aspirin, and the week prior the 75mg plavix, as patient had a recent stent placement was discontinued. On (B)(6) 2016 patient underwent small bowel enteroscopy and a colonoscopy on (B)(6) 2016, but no source of bleeding was found. On (B)(6) 2016 a video capsule endoscopy was performed and showed blood entering the lumen of the small bowel and then on (B)(6) 2016 an enteroscopy showed a localized area with active bleeding in the proximal jejunum which was treated with argon plasma. The patient¿s reported gi bleed was reported to have resolved on (B)(6) 2016 and the patient was discharged. An infection of the lvad pump pocket and driveline was discovered while the patient was admitted due to the gi bleed. The patient received multiple blood transfusions in response to the gi bleed, but began to develop leukocytosis on (B)(6) 2016, which was originally believed to be due to a blood transfusion reaction. Blood cultures were drawn and one set came back positive, but thought to have been a contaminated source. The patient¿s white blood cell count (wbc) continued to rise and patient became febrile. Blood cultures were drawn again and came back positive for staphylococcus aureus and an abscess was found that extended from the lvad pump to the driveline. The patient was taken to the operating room on (B)(6) 2016 for a washout and wound vac placement. Additional washouts were performed on (B)(6) 2016. A sternal debridement and coverage of the exposed lvad and sternum with muscle flaps was also performed on (B)(6) 2016. The patient received the IV antibiotics vancomycin, ancef, cefepime, and daptomycin throughout the course of this admission along with oral antibiotic rifampin and was discharged home with a PICC line for an additional 8 weeks of IV antibiotics.